Event description:
Customer reported discordant glucose results on the instrument. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant glucose results is unknown.